Manufacturer narrative:
(B)(4). Additional information: the device with the serial number 14346-0048 was returned with the tissue pad damaged, melted, and a portion was not returned. The device was tested with a generator and all buttons were functional. There were no anomalies or alert screens noted with the functionality of the device. No continuous activation occurred during any functional testing probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Manufacturer narrative:
(B)(4). Additional information the device was received for additional investigation for the reported continuous activation. A CT scan of the device was performed to check internal components prior to disassembly. No anomalies were seen. The device was disassembled. The flex circuit and both hemo domes were examined. All were conforming.

Event description:
It was reported that during a laparoscopic bilateral salpingo oophorectomy procedure, the device was activated in the advanced hemostasis mode. The tissue transection occurred, and the activated was not stopped. This resulted in damage to the tissue pad. Some pieces of the tissue pad had dropped on the sigmoid mesentery. The surgeon identified the pieces and removed them. Another like device was used to complete the procedure. There was a delay of five minutes.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.